Manufacturer narrative:
A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The product was assembled and inspected according to specifications. The sample was not returned for evaluation, therefore, the complaint could not be confirmed. If the sample is received, a follow-up report will be submitted with the investigation results.

Event description:
The event is reported as: during incoming inspection by the distributor (intermed (B)(4)), it was reported there was a pin hole in the package. There were a total of 15 packages with the alleged defect.